Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. The physician reported that during a scheduled follow-up performed on (B)(6) 2007, a programmer software crash occurred when trying to review the 24h heart rate curve. A microsoft windows message (dr (B)(6)) appeared. A new interrogation was performed, and the same phenomenon occurred again upon the same sequence of user actions. The programmer was switched off and rebooted. A new interrogation was successfully performed. The 24h heart rate curve was correctly displayed.

Manufacturer narrative:
Jan 08, 2010. This event concerns a device that was manufactured and used outside the united states. Method : review of the electronic data and files rec'd. (B)(4). Analysis files were retrieved and sent for expertise (files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. This file is not available by the user, but the user may send a copy to the MFR for analysis). The analysis reveals the following points: the dr watson occurred in the "pm" screen in aida and most probably results from the fact that the user clicked many times rapidly on the magnifying glass related to the heart rate curve. The reported behavior was reproduced with difficulties. Although the root cause of this behavior was not identified with certainty, a programmer software error is suspected. In order to get more evidences of the occurrence of this behavior or its associated conditions, if any, add'l data will be stored in the log files in the next available programmer version (smartview 2.10). Nevertheless, it should be noted that this event is not related to any pt safety issue.